Event description:
It was reported that the patient's device system was removed due to infection quite a long time ago (date not known). The patient had a completely new system put in (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model # 7482a51, lot # nhu187147v, implanted: (B)(6) 2008, explanted unknown; extension model # 7482a51, lot # nhu189513v, implanted: (B)(6) 2008, explanted: unknown; lead model # 3389s-40, lot # 3389s-40, implanted: (B)(6) 2008, explanted: unknown; lead model # 3389s-40, lot # 3389s-40, implanted: (B)(6) 2008, explanted: unknown.